Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. During the preparation of the xtw clip, excessive bubbles were observed in the clip delivery system (cds) shaft. I was noted the bubbles were able to resolves with any further issues. The clip was then implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. During the preparation of the xtw clip, excessive bubbles were observed in the clip delivery system (cds) shaft. I was noted the bubbles were able to resolves with any further issues. The clip was then implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.